Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID 3387s-40, lot# va1ag0z, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that it was determined that the lead was damaged at some point. After testing impedances in several areas, it was determined that the issue was the lead. The resolution plan was to program around the affected contacts.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1ag0z, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va1ag0z, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the following out of range impedances at 3.0v when the lead and extension were connected to the implantable neurostimulator (ins): c-0 = 40k, c-1 = 361, c-2 = 361, c-3 = 357, 0-1 > 40k, 0 - 2 > 40k, 0 -3 > 40k, 1 - 2 = 94, 1 - 3 = 94, 2 - 3 = 92. It was stated that it appeared all connections were secure, and mentioned that the styled wasn't loading into the lead. A new extension was opened and used with impedances tested again showing the same values, indicating that the lead is likely the issue. There were no patient symptoms alleged and the issue occurred as of date notified. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.